Manufacturer narrative:
Block h6: problem code 1437 captures the reportable event of fiber connector overheats. Block h10: investigation results one lighttrail tractip laser fiber was returned in original packaging and the knob was detached. The fiber connector was broken/detached distal of the strain relief. The fiber broken end exhibits signs of dark discoloration, melting and tears within the blue jacket. The distal tip end exhibits no signs of usage. Product record review revealed no additional information related to the reported issue. The condition of the returned deviced confirms that the fiber connector overheated. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered 'cause not established'. This complaint investigation conclusion code is utilized for when the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. A DHR (device history record) review was performed and the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation on july 15, 2019 that a lighttrail tractip laser fiber used in a right urs and laser lithotripsy procedure in the kidney performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that there was a smoke coming out from the machine while using the laser fiber. The connector of the laser fiber was hot to touch. Reportedly, there was no burn injury to the user.the procedure was completed with another lighttrail tractip laser fiber. There was no serious injury nor adverse patient effects reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a lighttrail tractip laser fiber used in a right urs and laser lithotripsy procedure in the kidney performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that there was a smoke coming out from the machine while using the laser fiber. The connector of the laser fiber was hot to touch. Reportedly, there was no burn injury to the user. The procedure was completed with another lighttrail tractip laser fiber. There was no serious injury nor adverse patient effects reported as a result of this event.